Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("patient met another person who had same problem and undergone intervention to remove essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event ("patient met another person who had same problem and undergone intervention to remove essure"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and adverse event had resolved. The reporter provided no causality assessment for adverse event and medical device removal with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 763 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.